Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a continuous infusion, the pump experienced an unexpected loss of power while connected to a patient. The pump did not alarm and displayed no error message at the time of the event. The device became unresponsive and would not power on. The pump delivering a continuous infusion at a programmed rate of 2.1 ml/hr with a planned infusion duration of 46 hours. The total reservoir volume was 100 ml, and it is estimated that approximately 2.1¿4.2 ml of medication was delivered prior to the power failure (after approximately 1¿2 hours of infusion). No patient injury or adverse medical outcome occurred as a result of this event. The infusion was discontinued, and a new pump was prepared and reconnected, allowing therapy to resume without further issue.